Event description:
The customer stated the air-conditioner leaked water causing damage to two pcb cross switches on the glp sample access line (sal) alinity ci basic kit. There was no visible fire, or smoke observed. Additionally, there was no report of injury to the user. The field service representative (fsr) inspected the module and found charred components on the pcb cross switch controller. The fsr replaced the parts to resolve the issue. There was no impact to patient management reported and there was no harm to the user reported.

Manufacturer narrative:
This report is being filed on an international product, glp sample access line (sal) alinity ci-series module, list number 06q28-01, which has a same/similar component of the modular glp systems track registered in the us, list number 04z96-51. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) stated that the facility¿s air conditioner leaked water on to the glp sal alinity ci module and two pcb cross switch controllers were damaged in the process. The fsr verified the boards did not function due to the damage received and the boards were replaced to resolve the issue. A review of the complaint tracking and trending did not identify any trends related to the current issue for pcb cross switch controller. This is the sole complaint for this issue. After repair of the facility¿s air conditioner, the fsr was able to determine no other failures were reported for the rest of the track and no patient samples were affected. Due to the failure not being caused by the abbott equipment, no further actions will be performed. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency was identified for the glp sal alinity ci module, serial number (B)(6) or pcb cross switch controller board were identified.

Event description:
The customer stated the air-conditioner leaked water causing damage to two pcb cross switches on the glp sample access line (sal) alinity ci basic kit. There was no visible fire, or smoke observed. Additionally, there was no report of injury to the user. The field service representative (fsr) inspected the module and found charred components on the pcb cross switch controller. The fsr replaced the parts to resolve the issue. There was no impact to patient management reported and there was no harm to the user reported.

Manufacturer narrative:
This follow-up is being submitted to correct the coding in section h6 for type of investigation, investigation findings, and investigation conclusions that were incorrect in the supplemental report. The field service representative (fsr) stated that the facility¿s air conditioner leaked water on to the glp sal alinity ci module and two pcb cross switch controllers were damaged in the process. The fsr verified the boards did not function due to the damage received and the boards were replaced to resolve the issue. A review of the complaint tracking and trending did not identify any trends related to the current issue for pcb cross switch controller. This is the sole complaint for this issue. After repair of the facility¿s air conditioner, the fsr was able to determine no other failures were reported for the rest of the track and no patient samples were affected. Due to the failure not being caused by the abbott equipment, no further actions will be performed. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency was identified for the glp sal alinity ci module, serial number (B)(6) or pcb cross switch controller board were identified.

Event description:
The customer stated the air-conditioner leaked water causing damage to two pcb cross switches on the glp sample access line (sal) alinity ci basic kit. There was no visible fire, or smoke observed. Additionally, there was no report of injury to the user. The field service representative (fsr) inspected the module and found charred components on the pcb cross switch controller. The fsr replaced the parts to resolve the issue. There was no impact to patient management reported and there was no harm to the user reported.